Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer's blood glucose was 155 mg/dl. The customer also stated that they had programmed the basal rates into the insulin pump, but a few minutes prior to the phone call, they noticed that the basal rates were gone. The bolus wizard setting was intact. The customer stated that they got caught in a rain storm the day prior to the phone call. The discontinuation of the device was advised. Nothing further was reported.